Event description:
Report received of an undocumented number of undocumented incidents of the transducer not holding zero. The customer reports that there are two different types of incidents occurring with the transducer. There are incidents of the transducer not zeroing at set-up. If that occurs the staff will get another transducer. The other type of incident occurs after the transducer has been in use for 4-5 hours. It is reported that the measurement starts "creeping up as high as 20-30mmhg higher than what the reading ought to be." Vasopressive drips have been started as a result of these readings. When the transducer is zeroed at the usual time, the readings are noted to have come down by "quite a bit" after zeroing is completed. The patients have not exhibited signs and symptoms of hypotension due to the vasopressors. The drip is then stopped. This has occurred in two ICU's. One is specific for post-surgical cardiac patients and the other is a general ICU. The post-surgical unit would usually re-zero the transducers every 4-8 hours. The general ICU would usually re-zero the transducers every 12 hours. Since these incidents have occurred, the transducers have been zeroed every 15 minutes and when the measurements are thought to be "creeping up." The transducer set has been changed at times, but this has not corrected the "inaccurate readings." There have been no reports of adverse patient effect. Additional patient information was requested, but no further information was available.